Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. The patient was reported to be asymptomatic.